Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose as the customer was not using the pump for insulin therapy at the time of the issue. Reportedly, the customer reverted to manual injections for insulin therapy.